Manufacturer narrative:
(B)(4). The lot was manufactured between november 25, 2015 and december 1, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. Only half the medication was delivered in the allotted time. The device was filled with vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.